Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: -due to the damage of the image sensor cable, the endoscopic image disappeared when the bending section was angulated, but it returned. -the insertion section was damaged due to physical stress. -the adhesive of the bending section rubber was broken. -the angulation was not fixed sufficiently due to the deterioration of the friction plate. -the distal end was damaged by impact or chemical stress. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image disappeared when the bending section of the device was angulated. There was no report of patient injury associated with the event.